Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 31/jan/2018 as follows: patient received an implant on (B)(6) 1995 via the right common femoral vein due to pulmonary embolism and deep vein thrombosis. Patient is alleging tilt, vena cava perforation, organ perforation, pain and that the device is unable to be retrieved.

Event description:
Per abdominal CT, dated (B)(6) 2015, "there are scattered vascular calcifications. There is a distorted infrarenal ivc filter with a few of the legs extending through the right and left ivc. The inferior-most leg extends into the left psoas muscle and the superior-most leg extends anterior to the aorta."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Investigation: the device was not returned to assist with the investigation. A review of complaint history, drawings, instructions for use, manufacturing instructions, quality control and specifications were conducted for the purpose of this investigation. The device is inspected per manufacturing instructions and quality control to meet specifications. There is no evidence to suggest that the device was not manufactured to specifications. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU includes the following warning: ¿no technique will completely eliminate the possibility of recurrent pte. (With the bird¿s nest vena cava filter, the observed incidence of recurrent pte clinically acceptable.¿ the IFU also includes a list of potential adverse events. The gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated; failure of anticoagulant therapy in thromboembolic diseases. Emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced. Prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. The device is shipped with the instructions for use (IFU), which lists perforation as a potential adverse event. Additionally, the IFU states, ¿if filter migration occurs, transcatheter retrieval of the filter is not recommended.¿ a risk to benefit analysis was performed in order to assess the clinical risk of the filter penetrating the vena cava wall to the benefit to the patient. Based upon the data in the analysis, it was determined that the medical benefits of the bird¿s nest vena cava filter outweigh the residual risks to the patient. Patients with dvt are at a great risk of clots traveling to the heart at anytime. The bird¿s nest vena cava filters have been found to demonstrate good clot trapping efficacy in vitro studies. In addition, this device is designed to be placed in vena cava diameters up to 40 millimeters, a measurement that restricts some patients from the use of other devices. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. We have investigated based on the information received, and will closing the report until further information is received for investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated; failure of anticoagulant therapy in thromboembolic diseases. Emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced. Prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. The device is shipped with the instructions for use (IFU), which lists perforation as a potential adverse event. Additionally, the IFU states, ¿if filter migration occurs, transcatheter retrieval of the filter is not recommended.¿ a risk to benefit analysis was performed in order to assess the clinical risk of the filter penetrating the vena cava wall to the benefit to the patient. Based upon the data in the analysis, it was determined that the medical benefits of the bird¿s nest vena cava filter outweigh the residual risks to the patient. Patients with dvt are at a great risk of clots traveling to the heart at anytime. The bird¿s nest vena cava filters have been found to demonstrate good clot trapping efficacy in vitro studies. In addition, this device is designed to be placed in vena cava diameters up to 40 millimeters, a measurement that restricts some patients from the use of other devices. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. We have investigated based on the information received, and will closing the report until further information is received for investigation.

Manufacturer narrative:
No information has been provided regarding the alleged event. The investigation will be closed until further information is provided to assist in the investigation. No conclusion can be drawn based on incomplete information provided. If additional information is received the report will be re-opened for further investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. .

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 1995. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.